Event description:
At 2;00 am blood was observed to be oozing from both y-sites. The set was discontinued and no patient ill effects were sustained.the patient had come from surgery with the set attached and the oozing was observed within an hour after the patients arrival. Circumstances and treatment of the set during surgery were not known.